Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 217617091 was returned and analyzed. Visual inspection showed the loop was ribbed and kinked as well as the shaft broken from the lemo connector at 3.1 inches. An electrode was bent. Further testing could not be performed due to the damage on the mapping catheter. In conclusion, the mapping catheter failed the returned product inspection due to a ribbed and kinked loop, bent electrode, and broken shaft.if information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.